Event description:
On (B)(6) 2010, a 27 mm epic valve was implanted. On (B)(6) 2017, severe regurgitation, paravalvular leak and a high gradient were noted. The patient underwent a bentall procedure. The explanted valve was replaced with a 25 mm medtronic freestyle valve. On (B)(6) 2017, a dual chamber permanent pacemaker was implanted. The patient is reported to be recovering.

Manufacturer narrative:
The results of this investigation concluded all three cusps were mildly fibrotically thickened and contained tears. Cusp 3 contained a separation of layers of cusp tissue with an area if acute hemorrhage. No acute inflammation or calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.